Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent a replacement procedure due to discomfort at the implantable pulse generator (ipg) battery site. The device was interfering with the waistline of the patient because the ipg size was not suitable for the patient anatomy. The explanted ipg was disposed of in accordance with hospital policy. Following the replacement procedure, the patient fully recovered and reported effective pain relief.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent a replacement procedure due to discomfort at the implantable pulse generator (ipg) battery site. The device was interfering with the waistline of the patient because the ipg size was not suitable for the patient anatomy. The explanted ipg was disposed of in accordance with hospital policy. Following the replacement procedure, the patient fully recovered and reported effective pain relief.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states: persistent pain at the implantable pulse generator (ipg) or lead site is a known risk with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.